Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina and stent restenosis occurred. In (B)(6) 2012, the patient presented with unstable angina and silent ischemia. Cardiac catheterization was recommended. On the following day, the index procedure was performed. Target lesion #1 was a long lesion located in proximal right coronary artery (rca) and extending to mid rca with 95% in-stent restenosis (isr) and was 26mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50mmx28mm promus promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion located in the proximal left circumflex artery (lcx) with 80% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. Target lesion #2 was treated with direct placement of a 3.50mmx12mm promus element¿ plus drug-eluting stent. Following post-dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the emergency department with complaints of mild intermittent dyspnea and upper chest discomfort. Subsequently the patient was referred for cardiac catheterization. On the following day, the 85-90% isr of (B)(4) stent extending from proximal rca to mid rca was treated with balloon angioplasty and placement of two 2.5x12.00mm promus premier drug-eluting stent resulting in 0% residual stenosis. One day post procedure, the event was considered resolved and the patient was discharged on aspirin and prasugrel.